Event description:
It was reported that a perforation and subsequent pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) was advanced. After deployment of the closure device, it was noticed that the feet of the device were too deep into the laa. This caused a perforation with subsequent pericardial effusion confirmed via echocardiogram. Pericardiocentesis was performed; however, effusion could not be resolved. The patient was sent to surgery, the perforation was repaired and the appendage was clipped. Surgery was successful. No other complications occurred. Patient was doing well and has been discharged. The patient is involved in cardiac rehabilitation program.